Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection was completed by the manufacturer. The manufacturer found no issues. An internal visual inspection was completed by the manufacturer. The manufacturer found a black plastic-like particle on bottom enclosure, an unknown contaminant consistent with foam abatement breakdown inside the blower box, a sticky congealed contaminant was observed on the blower box, blower seal, and around the blower output, liquid ingress on the blower. The device's downloaded event log was reviewed by the manufacturer and found the following errors e-53 , e-191 , e-130, e-101. The manufacturer concludes evidence of sound abatement foam degradation/breakdown. The manufacturer also confirmed contamination consistent with foam abatement breakdown in the device. In the initial report alleged symptoms of headaches, sinus infections, watery eyes, shortness of breath, nausea were not mentioned which has been updated in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.